Event description:
Additional information received reported the patient¿s health care provider (hcp) checked the pump on 2013 (B)(6) and determined everything was working. The patient was however, still in pain. The patient¿s spouse wanted the device manufacturer to test the pump. It was noted, the patient had been ¿having problems with her pump for about six months¿. No further information was provided.

Event description:
It was reported that the patient was currently experiencing withdrawal symptoms which included their fingers jerking, a high pulse of 130, sweating, high blood pressure of 170/110, headaches, tingling, their hand and bottom of their foot was red and the patient had cyanotic nails and toenails. The patient also had acute pain, two weeks prior to the report date, the patient¿s back hurt and she had spasticity of the lower back. The patient was told the health care provider (hcp) ordered intrathecal baclofen for it. The patient¿s left side was also hurting, where the catheter was. The pump had last been refilled on (B)(6) 2013. On (B)(6) 2013, the patient went to the emergency room because of the symptoms. The patient¿s system was checked and nothing was found to be wrong. The hcp told the patient to call on (B)(6) 2013 to be seen to further investigate the issue but the hcp was not in that day because of the holiday. It was reported the patient fell a lot and ¿could there be a kink in the catheter¿. The device system was used to deliver baclofen and morphine. It was later reported that the patient had a ¿bad headache¿. Their hands were jerking, which had started two months prior. The patient saw their health care provider (hcp) a week ¿or so¿ prior to the supplemental report date who said it was a neurological issue not related to the pump. The patient felt that it was related because the ¿same thing happened last (B)(6) 2012 when she went through withdrawal from the pump. It was reported the patient had ¿severe pain in the butt¿ referring to the lumbar region which was where she was supposed to get relief from pain. The patient wanted to know why their hcp was not doing any testing to determine what was going on. The patient planned to then call their hcp right then. As of the report, the device system delivered morphine. It was later reported that four days ago, the patient fell on the floor and needed to call for assistance as she could not get back up. Because the patient¿s blood pressure was 240/120, the patient had to take her blood pressure medication. It was reported that the patient thought she was hearing a tone from her pump now. It was reported that the patient had additional symptoms that began 4-5 days ago: neck pain and bad abdominal pain. The patient thought that the settings on the pump were wrong. Only 1 increase had been done on the intrathecal medication, and the patient thought that the dose still wasn¿t right. It was also reported that the patient thought she may have a kinked tube, because she had been ¿jerking¿ for around 2 months now. It was noted that a pump study was supposed to be done 1.5 weeks ago, but the patient did not go to the appointment as she had aspiration pneumonia. It was reported that the doctor stated, ¿if the patient didn¿t think the pump was working to yank the bitch out.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
It was further reported that the patient would be seeing their hcp this week, and that the patient thought it was supposed to have been on 2014 (B)(6). The patient again noted having abdominal pain, which they noticed approximately ¿one month ago¿. The reporter was redirected to the patient's hcp.

Manufacturer narrative:
(B)(4).

Event description:
The patient further reported that these issues started ¿around (B)(6) 2013. The patient had gone again to the ER ¿last week¿ and the patient had waited four hours for a representative who never came. Reportedly, this had occurred at the health care provider¿s office ¿a week or two before¿ where the representative did not come in addition to not showing up in the ER also back in (B)(6) 2013. The patient was concerned that the pump ¿was broke.¿ the patient inquired what the pump was made of and she stated ¿so, I'm not worried about being allergic to it because he said to watch out for that. She stated that when she fell in (B)(6), as previously reported, she ¿hit the cord so bad my hand and arm went up underneath it.¿ she could not move due to the small room. The patient also hit her abdomen so hard she thought she ¿might have done something with the pump¿ as that is when she started to have ¿all of these symptoms.¿ the pump looked ¿like the size of a tennis ball.¿ the patient lost ¿so much¿ weight in the last 2-3 weeks as she had been sick and noted her belly button was all the way over on the right side and not in the middle. An ¿infusion slip¿ that the patient had advised her to call the physician if she had a rash and numbness in her hands. The patient stated she had both and ¿everything on the list.¿ the patient reported to have ¿really bad poor¿ circulation with a known history of two heart attacks. The patient reports that since the withdrawal ¿last year in (B)(6)¿ she was still sick. She had bad abdominal pain, which started four months prior, right up underneath the pump and sometimes it felt like a 'bubbling' around it and do to this she felt something had to be wrong with the pump. The abdominal pain ¿freaked her out.¿ the health care provider was aware of this and was told the pump was not sitting on an organ. However, the representative informed the patient that the pump was sitting on top of the stomach and intestine. The patient did have a gastric bypass surgery prior to the pump being implanted and noted the pump was sitting right on top of the ¿little mark¿ from the gastric bypass surgery.

Event description:
Additional information received reported the patient was currently experiencing severe pain right underneath her pump which had started "about a month and a half ago". The patient continued to have abdominal pain and also experienced a "banging" pain in her butt and pain around the pump that also started "around the same time". The patient spoke with "someone" at her managing health care provider (hcp) office and she was directed to speak with her primary care hcp about it. The patient had an appointment scheduled on (B)(6) 2013 with her primary hcp at which time the patient planned to ask that hcp to call the device manufacturer for assistance. It was reported "about three weeks ago" the device manufacturer told the patient there was a "technician" in the area and that he could check her pump but her managing hcp office never called her back about it. The nurse the patient spoke with at the managing hcp's office said "you cancelled your pump study" but the patient indicated that was because she had pneumonia. The patient continued to experience symptoms in relation to withdrawal including a severe headache, neck pain, abdominal pain and butt pain. It was reported the patient had been kicked out of the emergency room. It was confirmed the patient had never heard any pump alarms at the time and she was directed to have her managing hcp check the pump for history of alarms. It was noted the patient had lung failure, liver failure, kidney failure, two heart attacks, two pulmonary embolisms and sixteen broken bones. When asked if any were related to the pump the patient stated "oh no, half of it was before the pump". The patient had been provided with additional hcp listings but no one else would see her. It was then reported "when I first thought something was fishy I got out of my car about a month and a half ago and it hurt and I was like "where'd the baclofen go to?" Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient went to the hospital on (B)(6) 2014. Symptoms the patient experienced included numbness, a skin rash, painful urination and not being able to void. The emergency room health care provider (hcp) told the patient that someone from the device manufacturer would be there however three hours later, they reportedly said they couldn't make it. The patient indicated these were the same symptoms she had been experiencing for the past three weeks. It was reported the patient had been trying to get ahold of a device manufacturer representative for the past two months. The patient believed something was wrong with the "alert system as when there is an alarm". She would only hear the single beep. It was also noted the patient didn't know if her problems were related to a fall she had in (B)(6) where she fell in the shower and broke her shoulder. It was reported there was a bruise "on it right now" additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information:the patient noticed a lump in her stomach near the pump a couple months ago. The area was tender. The patient showed the lump to hcp a month ago and the doctor was not concerned at that time. The patient fell six months ago but the reporter was not sure whether the fall was related to the lump since the patient had been losing weight and it was unclear how long the lump had been there. Healthcare provider had discussed setting up a date for catheter study. Patient was trying to talk to someone at the hcp's office to get the study scheduled. The patient had had appointments at primary care physicians offices in the past couple months.

Event description:
Additional information as received and it was reported that the patient's current physician would not provide her with a letter to get additional pain meds. The patient tried calling the office on (B)(6) 2014 and got no reply. The patient was told that she could get her medical records at the front desk, but was told differently by a person on the phone. The physician offered to remove the patient's pump and had wanted to take it out a month and a half ago. The patient's physician would not order any tests on the pump. The patient felt that no other doctor would take her and felt that her current physician should refer her to a new physician. For prior patient events see also manufacturer's report #3004209178-2012-09678.

Event description:
It was later reported that when the patient went into withdrawal in (B)(6) 2013, she didn't even know she was in withdrawal because the pump hadn't been programmed yet and the hcp didn't want to program it.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient ¿called this morning,¿ it was unclear who the patient called, and was told her drug "could be" a cause of her symptoms. The patient wanted to know if baclofen was a sulfur drug. No further information was provided.

Event description:
It was later reported that the patient went to two emergency rooms (ER) because she had pain everywhere. The first ER told the patient she was in withdrawal. The second ER sent the patient home withdrawal papers and her leg was bouncing up and down on the bed but the patient did not think she was in withdrawal.

Manufacturer narrative:
(B)(4).

Event description:
The patient further reported feeling as if in withdrawal, like what happened last year, but the patient denied hearing a two tone alarm as demonstrated. Reportedly the pump was last refilled in (B)(6). The patient stated she was on morphine and baclofen for muscle rigidity and muscle spasms "where that tube was." The patient felt as if she were in withdrawal when her hands started jerking which occurred a "couple" of weeks prior. Further, the patient inquired if the tube was kinked from falling all the time how that would impact the system. Reportedly, the patient falls all the time. The patient's next refill was scheduled for (B)(6) 2013 and the low reservoir date was (B)(6) 2013. The patient was told by the health care provider that a company representative could not "get in" for ten days. The patient did go to the emergency room "a month ago" as the patient's physician was on vacation and no one was there to check the catheter as the patient wanted to know if the catheter was kinked. The patient was to call the health care provider for an appointment. Reportedly, this device system delivered clonidine, baclofen, and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient continued to experience withdrawal and a change in therapy effect. The pump was alarming as of the report. It was reported that the patient had been really sick since having the pump implanted. The patient left a message for her pain health care provider (hcp) the night prior on (B)(6) 2014 because her abdomen was so swollen on the left side where my pain pump is and my belly button is not in my stomach anymore its off to the right. This had reportedly been happening for about three months and the patient had to use an ice pack. It was reported the reason I wanted to withdraw from this pain pump was right after I got it I told them that the pain on the left side hurt than the right side so he sped it up with his computer thing but he didn't tell us that day so he sent to letters to the infusion people to get me in there earlier but their secretary filed it and didn't even tell them&#56224;it was reported the hcp was a liar and when we went to the ER (emergency room) about a month ago his nurse said to go there and when I got there nobody came and here he comes strollin in and I said that the critical alert is going off and he said I have fifteen days of morphine left, I have to take a litmus in order to go see him, you never know what he is going to say it was then reported he just sped it up and I started hearing the critical alarm around the (B)(6) or probably around the (B)(6) and it was making a humming noise and I didn't think the pump was working but he scanned it and didn't say one word and someone at the office didn't think it was working and my best friend said he could yank the pump out of me and he knew it was bone dry and he took it out on me and not the infusion people I want a different doctor. The patient inquired if the pump is supposed to beep two times before the infusion because it;s not giving out the alert things, I talked to someone and told them the only thing I hear is the humming and I fell in june when I broke my shoulder and I fell so hard that I think it did something to this pump because it started hurting right after that&#56224;the patient's hcp reportedly had not look at the pump since then.